Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance of 20 ohms. The patient also reported hearing their device beep. A review of the device data indicated that the overall shock lead impedance measurements were relatively stable. Boston scientific technical services (ts) recommended continued monitoring via the remote monitoring system. This product remains in service. No adverse patient effects were reported.